Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. It was recommended that the customer call the computer company to see if there is an issue. When the cv-190 was rebooted, the image came back on the computer monitor. The cables were tight.

Event description:
A customer reported to olympus, the evis exera iii video system center (cv-190) image was loss to computer. The image to the monitor from the cv-190 was good. The image goes to an unknown computer and the monitor from the computer is losing the image. The event has happened almost every day then stops for a few weeks or few months, then starts back up. The event occurred during procedures. There was no report of patient harm. Related patient identifiers: (B)(6).